Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Customer's blood glucose was in the high 200's (mg/dl). Customer reloaded cartridge, resumed insulin delivery, and received an accurate fill estimate.